Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into to the abdomen on (B)(6) 2022. Prior to sensor insertion the area was cleaned with alcohol. On the same day the sensor was inserted, the patient developed a rash under the sensor pod. The patient had itching sensation in the area. The patient was prescribed oral antibiotic (erythromycin 400 mg 1 tablet every 4 hours) for the reaction. No additional patient or event information is available.